Event description:
Patient reported of getting the preparing to shock alert when the patient was sitting outside talking to some people. The patient did not press the alert button because after few seconds it stopped. Then afterwards it started to alert the patient again and shocked the patient as the patient did not get to press the alert button in time. The patient received medical attention after the event at the hospital. Patients provider was sent the episode reports of the shock. The doctor's conclusion was that it was a shock caused by noise and that the patient is fine to go home.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was fired/deployed during the event. The wcd system performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, the patient received a "preparing to shock alert" but did not reach for the alert button in time to divert the shock.